Event description:
It was reported that the patient had recharging issues. Per x-ray, the implantable neurostimulator (ins) was flipped. On (B)(6) 2012, the patient had a revision of the ins pocket performed where it was observed that the device was not flipped. The surgeon moved the ins to a better location with good results. The patient was reported that they were able to recharge with no problems.

Manufacturer narrative:
Lead: model 39565-65, serial #(B)(4), implanted: (B)(6) 2012, explanted: na. Anchor twist lock: model 3550-41, lot #n297993, implanted: (B)(6) 2012, explanted: na. Programmer: model 37743, serial # (B)(4). Recharger: model 37752, serial #(B)(4).